Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection and a hypoglycemic event was reported. The patient¿s husband stated that during a 3-hour signal loss due to a software update, the patient became unresponsive. A blood glucose was obtained with a value of 32 mg/dl. The patient was awoken, was incoherent; however, she was able to drink 1 cup of juice. Because she refused additional juice, emergency medical services (ems) was called and gave the patient 1 injection of glucagon. The patient became alert, refused additional treatment and transportation to the emergency department. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause was determined to be temporary communication error between device and transmitter, re-connect.